Event description:
In 2006, a gore propaten vascular graft was implanted in a common femoral to anterior tibial bypass procedure. At an unknown date, an infection was noted at the site of the incision prior to graft implantation. Approximately 24 days post implantation, the bypass occluded and a major amputation was performed. Patient expired on approx a month later, due to a stroke and pulmonary cancer. No further information will be available.